Event description:
It was reported that after the patient had a tracheostomy tube inserted, it was found that the tracheostomy tube balloon was leaking and could not be used. The incident occurred in the ICU department. Reporter stated no intervention was required. Resolution to the unusable tube was not communicated. No harm/adverse event was reported.

Manufacturer narrative:
E1 - phone number: (B)(6). Other: device has not been returned for investigation; the hospital discarded the product. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No trend of confirmed complaints in relation with this issue was identified. If the product is returned, the manufacturer will reopen this complaint for further investigation.